Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
Per the clinic, the patient experienced poor sound quality, facial nerve stimulation and a lack of clinical benefit with device use, resulting in the decision to explant. Subsequently, the device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery.